Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery, while being applied during the removal of specimen from body, the bag was torn about 1.5 inch down from the mouth of the bag straight across the bag parallel to the bag mouth opening. In order to complete the case, they grabbed the bag with graspers and used them to help pull. There was no patient injury.

Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.